Event description:
A customer reported that they obtained imprecise sequential readings on their freestyle blood glucose monitor. The customer felt unwell and obtained readings of 17.2 mmol/l on the meter followed by 3.1 mmol/l within a 10 minute timeframe. When plotted on a parkes error grid the results fell in the 'c' zone. This difference in readings is considered clinically significant. The customers reported feeling tingly and slightly sweaty. There was no report of death, serious injury or mistreatment.

Manufacturer narrative:
The customer's meter was returned for investigations. The test strips were not returned. The customer's meter was set at mmol/l when returned by the customer. All results were within the range spec and no errors were observed during control solution testing. The customer's complaint of imprecise sequential readings could not be confirmed on the meter.